Event description:
It was reported that foreign matter was found adhered to the bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from japanese: "this is a report about fm on catheter. According to the customer's verbatim report, when the hcp checked the appearance of the product, something flossy was found to be adhering to the catheter."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found adhered to the bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from japanese: "this is a report about fm on catheter. According to the customer's verbatim report, when the hcp checked the appearance of the product, something flossy was found to be adhering to the catheter."

Manufacturer narrative:
H6: investigation summary bd received a 20 gauge angiocath device from lot 7173824 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed droplets of silicone visible on the catheter. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Based off the visual inspection the engineer was able to verify the reported defect. H3 other text : see h10.